Event description:
It was reported that approximately 5 years following the implant of a 29 millimeter (mm) transcatheter valve in a patient with a type 0 bicuspid native valve, a computed tomography (CT) scan was performed that revealed valve degeneration. Additionally, leaflet calcification and an aortic valve maximum velocity (vmax) of 5.6 meters per second (m/s) were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. D6a. Implant date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a 29 millimeter (mm) transcatheter valve in a patient with a type 0 bicuspid native valve, a computed tomography (CT) scan was performed that revealed valve degeneration. Additionally, leaflet calcification and an aortic valve maximum velocity (vmax) of 5.6 meters per second (m/s) were observed. No patient complications were reported as a result of this event. Additional information was received that the valve failure was due to moderate aortic regurgitation. No treatment was planned. Additional information was received to clarify that the valve failure was not due to aortic regurgitation or paravalvular leak (pvl). However, the patient was sent for surgery. Additional information was received that valve mode of failure was high gradient and velocity. The patient was referred to an experienced hospital for surgery.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a case report and one 3mensio video clip were provided for review. The 3mensio video clip displayed a scroll through computed tomography (CT) imaging of the valve from the inflow to outflow. The implant appears to be positioned at a deep depth. Calcification is present at the level of the prosthetic leaflets, which may be contributing to aortic stenosis, as indicated by the high velocity reported. The case report shows a deep implant depth, measuring 7.2 mm beneath the left coronary cusp (lcc) and 9.0 mm beneath the right coronary cusp (rcc). Calcification is noted inside the valve frame. Updated: b5, d1, d6a, e1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a 29 millimeter (mm) transcatheter valve in a patient with a type 0 bicuspid native valve, a computed tomography (CT) scan was performed that revealed valve degeneration. Additionally, leaflet calcification and an aortic valve maximum velocity (vmax) of 5.6 meters per second (m/s) were observed. No patient complications were reported as a result of this event. Additional information was received that the valve failure was due to moderate aortic regurgitation. No treatment was planned.

Manufacturer narrative:
Updated data: b1. B2. B5. A third paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a 29 millimeter (mm) transcatheter valve in a patient with a type 0 bicuspid native valve, a computed tomography (CT) scan was performed that revealed valve degeneration. Additionally, leaflet calcification and an aortic valve maximum velocity (vmax) of 5.6 meters per second (m/s) were observed. No patient complications were reported as a result of this event. Additional information was received that the valve failure was due to moderate aortic regurgitation. No treatment was planned. Additional information was received to clarify that the valve failure was not due to aortic regurgitation or paravalvular leak (pvl). However, the patient was sent for surgery.